Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device tip was burnt. It was unknown if the device was used in surgery. There was no patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device nose tube was damaged and looked burnt. The issue with the damaged nose tube is indicative of excessive side loading causing the cutter to flex and to come in contact with the tip of the nose tube and discoloring it, which is user error. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. All the issues identified were resolved prior to product release. If additional information should become available, a supplemental medwatch will be submitted accordingly.